Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she wanted to know if she can wear her sensor while going through the airport. Customer's blood glucose was 300 mg/dl when she woke up this morning. Customer was notified that it was not recommended to wear her sensor when going through any x-rays, MRI, or high magnetic devices like an airport body scanner. Customer was notified that it is ok to wear her sensor with metal detectors. Customer had low readings on her sensor earlier. Customer stated that she removed the sensor and the cannula was bent. Customer inserted a new sensor and during the 2 hour wait, she received a lost sensor. Customer was explained that the alarm may be caused by distance as the transmitter and pump must remain within 6 feet of each other. Customer declined troubleshooting for difference in sensor glucose and blood glucose readings due to finding the bent sensor cannula. Customer was advised that she is over-calibrating the sensor, which may be the cause of the issue.